Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed peeling/scrapping of the polytetrafluoroethylene (ptfe) coating between 32.0cm to 35.0cm from the proximal end. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. From the condition of the guidewire it appeared that the torque device had been dragged down the guidewire ptfe. During functional analysis there was slight friction as the guidewire was advanced through a microcatheter. While the torque device was not returned, the observed damage is consistent with damage from an insecurely tightened torque device. The device directions for use (dfu) indicates: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause is considered to be related to the dfu instruction not being followed. Information available indicated that the device was confirmed to be in good condition prior to use; therefore, based on the information currently available an assignable cause of failure to follow instructions was assigned to this investigation.

Event description:
Analysis of the guidewire revealed that the polytetrafluoroethylene (ptfe) coating was peeled/scraped off. There was no reported clinical consequence to the patient.